Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured during the procedure. There was no reported patient injury. The device was stored and prepared in accordance with the instructions for use (IFU). Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured during the procedure. There was no reported patient injury. The device was stored and prepared in accordance with the instructions for use (IFU). Additional information was requested but not provided. A non-sterile mynx control vascular closure device 5f was returned for investigation following a reported complaint. Visual inspection shows that button 1 and button 2 were not depressed. The stopcock was in the open position with a syringe connected, and there was no sheath returned with the device. The sealant was present in its manufactured position, completely exposed and prematurely swelled, and the sealant sleeves were observed with frayed/split/torn conditions. Per functional analysis, the balloon was tested for an inflation/deflation functional analysis, using a cordis lab sample syringe. During this analysis, no issues related to the reported event were observed, as the balloon was inflated and deflated without any issue. Additionally, due to the premature exposure of the sealant observed, a deployment mechanism evaluation was performed by depressing the button 1 and button 2, resulting in the sealant deployment and balloon retraction as expected per the intended use of the device¿s design. Per microscopic analysis, the balloon¿s surface was observed using a high magnification technique to evaluate the surface conditions. During this analysis, no damages or abnormal conditions were identified. Additionally, the frayed/split condition of the sealant sleeves were confirmed to be present along with a premature deployment of the sealant. The reported event of ¿balloon-balloon loss of pressure¿ was not confirmed through analysis of the returned device since the balloon passed functional analysis and held pressure. However, an additional condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the frayed/split/torn sleeves. The exact cause of the reported incident and the observed condition of the device could not be conclusively determined during analysis of the returned device. Based on the limited information available for review and the product analysis, it is not possible to determine what factors may have contributed to the issue experienced by the customer since there was no rupture noted with the returned device. However, prepping/handling factor are possible. Regarding the frayed/split/torn sleeves and the premature exposure of the sealant, procedural/handling factors also possibly contributed to the damaged condition of the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely. However, as this condition was not reported by the customer, it is unknown if this received condition occurred due to manipulations after the procedure. Although not intended as a mitigation, the IFU instructs, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ additionally, as warned in the IFU, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, nor the information available for review suggest that the issues experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.